Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device history records were not reviewed as the reported event was determined to be unrelated to the implanted devices. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Based on the information provided, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining cemented standard femoral component right size 9 catalog #: 42502606602 lot #: 62956222, persona all-poly cemented patella 32mm catalog #: 42540200032 lot #: 63049977, persona cemented stemmed tibial component right size f catalog #: 42532007502 lot #: 63118706, persona cemented tapered stem extension 14mm x +30mm catalog #: 42557000114 lot #: 63135449, palacos rg bone cement 1x40 single catalog #: 00111314001 lot #: 80934425. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0002648920-2024-00071 3007963827-2024-00072 h3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a right knee manipulation under anesthesia to address arthrofibrosis approximately three (3) months following right knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.